Event description:
Customer reports taking humalog after testing 248 mg/dl on the advantage system. Expired comfort curve test strips were used. Customer states immediately after taking the insulin he passed out. Paramedics were called, and customer was treated with a glucose IV. Customer was taken to the hospital where he tested 42 mg/dl on a professional meter; no further medical treatment was required. Requested return of suspect device and replacement was sent.